Event description:
The customer reported the thermogard xp ivtm system (sn (B)(4)) would not clear the air trap from the "check the following" screen. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that the thermogard xp ivtm system (sn (B)(4)) would not clear the air trap from the "check the following" screen" was not confirmed during the review of the event logs or during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. A possible root cause for the reported complaint was that the console was not properly primed. During visual inspection of the thermogard console, no physical damage was observed. Upon review of the event log, no irregularities were found. The thermogard xp ivtm system passed functional testing with no issues, and the customer's reported complaint was not reproduced. The air trap block sensor was inspected; however, no irregularities were found. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.